Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is severe wear to the cuff. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 2 trachs were placed into the patient. The trach cuffs did not hold water and leaked immediately. Appearance of small holes on each one was present. There was no patient involvement, and no patient harm/adverse event reported. Gcm received an email via service cloud on 7-august-2024 from (B)(6), respiratory manager, (B)(6) hospital, regarding a pediatric tracheostomy tube 3.5 tts flextend straight neck 1/ea with list number 67pfss35 lot number 4417988. It was stated that it has the same exact size, and type did not hold water in the cuff and leaked immediately. Appearance of small holes on each one. Date of event was on 1-august-2024. Country event occurred in us. Event occurred during patient use. Operator of the device was a health professional. Initial of the patient is na. Age is 6 years old. Weight is 8kg. Patient is a male. Only 1 device is available for investigation. There was patient involvement, and no patient harm/adverse event reported. (B)(6) 7-august-2024 update: in addition to above documentation, trach changed multiple times due to reoccurring issue with multiple cuff leak. (B)(6) 12-august-2024.